Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 3158693 / 3159943.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.